Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-04169. It was reported, the pt had minimal stimulation coverage of the foot, and was not receiving pain relief. The physician gave the pt an injection due to the issue. The pt reported, the pain in the foot increases when a pill is swallowed by the mouth. The pt wanted to have an implant in the ankle to address the pain. It was reported, the pt was to work with the physician regarding the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.